Manufacturer narrative:
Other applicable components are: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-oct-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (2700mcg/m l at 200mcg/day) via intrathecal drug delivery pump. The indication for use was noted as scoliosis. It was reported that the patient was not receiving therapy. A dye study showed a leak in the catheter. At replacement surgery on (B)(6) 2019, they discovered a severely kinked catheter. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.